Event description:
It was reported that the programmer incurred an error. The power was cycled and the error cleared. The caller will run the service diskette on the programmer. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).